Manufacturer narrative:
.

Event description:
Additional information was received from a consumer indicated there was nothing the reporter was aware of that led to the catheter kink. Steps taken to resolve the kink included replacement.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen. The type, concentration, dose, and lot number were unknown. The pump's indication for use (IFU) was listed as intractable spasticity and familial spastic paraparesis. On (B)(6) 2013, the patient had a kink in the tube. When that happened, she started to experience sweating and tight muscle spasms. It was also time for the pump to be replaced too. The patient had surgery on (B)(6) 2013 for a replacement. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, the cause of the event and troubleshooting performed, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.